Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-49340. It was reported patient suffered a fall and leads got migrated. As a result to address the issue patient underwent surgical intervention wherein the leads were repositioned on 16 dec 2020. Post operatively effective therapy was restored.